Manufacturer narrative:
No devices were returned to medtronic for analysis. Concomitant medical products: product ID: bi31000156, serial/lot #: none, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that  the mobile view station (mvs) will not power on. He was unable to confirm, but it sounds like the green in-line power led is not illuminated when plugged in. They tried multiple different outlets. It was later noted that the issue was resolved after replacing a blown fuse. There was no patient present when this issue occurred.